Event description:
It was reported that a user experienced recurrent overnight low glucose while using the ilet and described eating before bed to prevent lows, resulting in elevated glucose that the system then corrected, and pausing the ilet at bedtime when glucose started to fall; the agent provided education regarding meal announcements, missed meal announcements, and how pre-bed eating can lead to subsequent hypoglycemia due to corrective dosing. Symptoms included hypoglycemia with a reported blood glucose of 40 mg/dl, treated with oral glucose. Outcomes included temporary interruption of activities of daily living and the need for troubleshooting and education, including assignment of additional training. Investigation included technical support review and user education on system operation and appropriate use. Investigation of this case revealed user technique and use error related to missed or improper meal announcements and pausing the system overnight, contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device outside of instructions for use.